Event description:
It was reported that post implantation of two overlapping xience xpedition stents in the mid right coronary artery, the patient experienced chest pain and was taken back to the catheter lab. The stents were noted to be well apposed to the vessel wall. Stent thrombosis was noted in the mid and distal portion of the stented region. Percutaneous transluminal angioplasty was successfully performed, resolving the event. Hospital stay was not noted to be prolonged and two days post procedure, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). Lab data: (B)(6) 2014: (14:01) creatinine kinase-myocardial band (ck-mb)=1.4 ng/ml, normal upper limit 6.3; (B)(6) 2014: central lab ck=62 u/l, normal upper limit 397; (B)(6) 2014: central lab ck-mb=2.1 ng/ml, normal upper limit 6.32. Concomitant products: stent: otw xience xpedition 3.0x18mm; other: clopidogrel, aspirin, bivalirudin. The 3.0 x 18 mm otw xience xpedition mentioned is being filed under a separate manufacturer report number. There was no reported device malfunction and the product was not returned. The reported patient effects of angina and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.